Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) via device manufacturer representative. The hcp turned off the alarms on (B)(4) 2018. It was reported that the surgery date was unknown and the pump had not been explanted yet. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (500 mcg/ml, min rate mode) via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient had an empty pump and there was an active audible alarm. The alarm would be silenced the day after (B)(6) 2018. The healthcare provider (hcp) was weaning the patient off intrathecal medication and had programmed the pump to min rate and then it went empty. They planned to explant the pump while the date of explant was unknown. The event date was unknown. There was no reported medical symptom. No further complication was reported.